Event description:
Voluntary medwatch received states that the right ventricular (rv) lead exhibited unspecified oversensing. No changes or interventions were reported. The patient condition was not known.